Manufacturer narrative:
No lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer did a routine trach change with no issue during the change or the initial set up. On or around (B)(6) 2022, the inflation line was found detached. No patient injury reported. No further information is available for this complaint.